Event description:
During in-clinic follow up, the patient was experiencing extra muscle stimulation in the pocket. The device was interrogated and decreased pacing impedance and increased capture resulting in loss of capture were observed on the right ventricular (rv) lead. Fluoroscopy imaging was performed and the rv lead was found to be dislodged. The device was reprogrammed as a temporary intervention. The patient was stable.

Event description:
Additional information was received that the lv lead was explanted and replaced to resolve this event. The patient was stable.